Event description:
The user facility reported that the user felt shock from the air water button of the subject colonoscope during a procedure. The procedure was completed using the same device. There was no pt or user injury reported.

Manufacturer narrative:
Olympus followed up with the user facility and was informed that during a diagnostic colonoscopy, the user felt a slight shock on his thumb contacting the air/water button. The user did not require any medical treatment. The procedure was completed using the same device. There was no pt or user injury reported. The user facility did not return the air/water valve for eval. However, eval of the colonoscope did not duplicate the user's report of "static shock from air water valve." The device was tested with olympus air/water valve but there was no sign of electrical shock or static from the valve was observed. There was no damage found in the suction cylinder port. The colonoscope failed the insulation test likely due to deep scratches, peeling and discoloration on the distal end cover. The light guide lens was chipped and cracked; the glue around the objective lens was peeling. The angulations were reduced, and there were minor play noted on the control knobs. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.